Event description:
This is report 5 of 5 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was unknown. The peritonitis was manifested by abdominal pain. The patient was treated with unspecified antibiotics for the event. The patient had not yet recovered from the peritonitis and remained hospitalized. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13e02083, h13f05068, and h13h08043 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).